Event description:
It was reported that prior to the start - pre-anesthesia of a da vinci-assisted surgical procedure, the customer called technical support engineer (tse) to report that they were facing a nonrecoverable fault 41070. Tse viewed the system event logs and noticed several errors 23 and 40 pointing to a communication issue with the patient side cart (psc). The customer stated that prior to calling, they tried to swap the fiber cable between the surgeon side console (ssc) and the psc. Tse guided customer to perform a hard power cycle with emergency power off (epo) and reseat the fiber cable at the back side of psc with no change. Tse asked customer to check the fiber cable connection in the vision tower. Tse advised customer to start the psc in standalone, and it worked. Tse had customer to check inside the blue fiber cable (bfc) connector at the psc to see if there was any obstruction and nothing was relevant. Tse asked customer to clean the fiber cable connector and try again with no change; there was no communication between the psc and the vision side cart (vsc). The procedure was aborted with no patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced fiber optic cable (foc) to resolve the issue. The system was tested and verified as ready for use. Isi has received the foc for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained.